Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. There was no noise observed during isometric testing. The lead safety switch (lss) was triggered, and the setting was changed to unipolar. It was also noted that the pacing rate had been gradually increasing of a time period of six months. A pacemaker system changeout has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. There was no noise observed during isometric testing. The lead safety switch (lss) was triggered, and the setting was changed to unipolar. It was also noted that the pacing rate had been gradually increasing of a time period of six months. A pacemaker system changeout has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, this lead was surgically abandoned during generator changeout procedure, and a new rv lead was successfully placed. No additional adverse patient effects were reported.